Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and the implantable cardioverter defibrillator system was explanted. The patient condition remained stable. Related manufacturer reference number: 2017865-2019-12116.

Event description:
New information received stated that the source of infection was not identified. However, the physician does not believe the infection was caused by the implantable cardioverter defibrillator system.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.